Event description:
A customer reported that the d4240, ergo 2-button shaver handpiece device was used in an unnamed procedure on (B)(6) 2025, and ¿overheating, no patient impact¿ occurred. Further assessment found the surgery was completed as normal with the use of an alternate d4240. There was no delay, and no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The evaluation found that the motor, the resistor, the pcb, and cable failed testing. Also, the reed switch failed. Repairs were performed. The preventative maintenance repair was completed. Final test was completed and met all specifications. A root cause cannot be determined; however, based upon evaluation of the device; a possible cause of this event could be component failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. The service history was reviewed and found similar problem to this complaint. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the d4240, ergo 2-button shaver handpiece device was used in an unnamed procedure on (B)(6) 2025, and ¿overheating, no patient impact¿ occurred. Further assessment found the surgery was completed as normal with the use of an alternate d4240. There was no delay, and no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.